Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st(device #3). An additional emdr was submitted to represent the bard/davol ventralight st(device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralight st(device #1). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2) and underwent a revision surgery as a result of injuries related to the defect in the ventralight st(device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #3) and underwent a revision surgery as a result of injuries related to the defect in the ventrio st (device #2). The patient is making a claim for an adverse patient outcome against the ventralight st(device #1) and the two (2) ventrio st(device #2 and device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralight st(device #1). (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #2) and underwent a revision surgery as a result of injuries related to the defect in the ventralight st(device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #3) and underwent a revision surgery as a result of injuries related to the defect in the ventrio st(device #2). The patient is making a claim for an adverse patient outcome against the ventralight st(device #1) and the two (2) ventrio st(device #2 and device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the date received by manufacturer (g4). This was an entry error. The correct date is (B)(6)2018.